Manufacturer narrative:
Testing and investigation is complete. The devices were not received. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause of these events is that the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the user needs with the clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report of an undocumented number of incidents of the semi-rigid adapter of clave secondary port broke off. The plumsets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, the male luer lock adapters of secondary tubing sets were connected to the clave secondary port on the cassette of the primary plumsets for piggyback delivery of unspecified medications. After unspecified lengths of time, the customer contact reported that the semi-rigid adapter of the clave secondary ports on the cassette of the primary plumsets had sheared off and unspecified volumes of solution leaked down the front of the pumps and onto the floor. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to these patients. No medical interventions were required. No additional information was provided.